Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to re-link the system. After successful re-linking, it was observed that bg values were showing better agreement with sg trends, with occasional differences due to lag and to continue using the system and to continue calibrating when requested.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, and the user was instructed to re-link the sensor to initiate system monitoring. The user is within the first 10 days post-insertion where there was optical instability observed. This instability was potentially due to early wear and adjustment of the sensor after insertion and likely caused the variation in sensor glucose observed. When there has been a significant shift in the signals observed, a relink is recommended. The relink option will clear the calibration buffer and give the algorithm an opportunity to converge faster to the new state of the sensor. Initially hesitant, the user later completed the re-linking process and reported improved alignment between bg and sg readings.customer care educated the user on calibration best practices. Follow-up confirmed that bg and sg values were showing better agreement, with occasional differences attributed to physiological lag. The user was advised to continue using the system and calibrating as prompted. No further concerns were raised, and the case was closed with the system confirmed active and data up-to-date. B4.date of this report 02 nov 2025. G3.date received by the manufacturer? 02 nov 2025. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.